Event description:
A consumer reported being unable to calibrate their meter to the strips being used. Another calibration code remained in the meter. If the combination of calibration codes were used to perform an assay, the results according to a clarke error grid could be clinically significant. There was no report of death, serious injury, or mistreatment associated with the event.